Event description:
It was reported that the right ventricular (rv) lead was oversensing. It was also noted that the threshold had been increasing steadily over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 459888 lead, date of implant (B)(6) 2016; dtma1q1 crt-d, date of implant (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.